Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to subluxation and malpositioning possibly from the incorrect device sizes being initially implanted; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; catalog number, lot number, expiration date - unknown; implant date - unknown; PMA/510(k) number - unknown; manufacture date - unknown.